Event description:
The consumer alleges the left front wheel allegedly gave out on her, causing her to fall to the floor. No injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.